Event description:
The customer stated that one of their cell dyn 3200 analyzers (serial number (B)(4)) is generating falsely decreased wbc results on a patient sample. Wbc results provided: first run in close mode on sn (B)(4) = 0.5 k/ul; repeat on sn (B)(4) = 2.35k/ul; retested on a different cd3200 = 2.3 k/ul. The wbc results were reported out from the lab and questioned by the doctor.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
In submitted follow-up (-01) the incorrect cd3200 system operator's manual (rev n) was listed in the manufacturer's narrative in section 10. The correct revision of the cd3200 operator's manual which was reviewed is rev p.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A review of complaints determined that there is not an increase in complaint activity for the cd3200, serial number (B)(4). Review of the data submitted in the ticket, which shows questionable histograms and mcv data, some analytical issues with the cd 3200, sn (B)(4) requiring some troubleshooting or regular maintenance procedures could not be eliminated. A review of the cell-dyn (cd) 3200 system operator's manual, l/n 06h60-01, rev. N did not find any labeling issues. Field service was requested for this complaint and the following parts were replaced: the needle, sl version d and e (03h99-01) and air bubble sensor (8370181802) due to being worn out, as a precaution or as troubleshooting. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 3200 instrument, serial number (B)(4).